Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. There is no documentation in the complaint file supporting an association between the liberty cycler and the event of peritonitis. However, it is quit plausible that the patient peritonitis event was caused by a breach in aseptic technique (patient not donning a mask). As of (B)(6) 2017, the patient has received a new cycler and is completing ccpd treatment without issues.

Event description:
A peritoneal dialysis patient's nurse reported that the patient experienced peritonitis on (B)(6) 2017. The patient was not hospitalized. The patient presented positive for staphylococcus epidermis , a white blood cell count of. 623 mm3 the patient was treated with vancomycin. The reculture results showed no growth. The source of peritonitis was determined to be that the patient did not don a mask. The patient recovered. The patient date of birth is (B)(6) 1957.

Manufacturer narrative:
Corrective data: on follow up 1: 2017-09-08; on follow up 1: 2017-08-11.

Event description:
A peritoneal dialysis patient's nurse reported that the patient experienced peritonitis on (B)(6) 2017. The patient was not hospitalized. The patient presented positive for staphylococcus epidermis , a white blood cell count of. 623 mm3 the patient was treated with vancomycin. The reculture results showed no growth. The source of peritonitis was determined to be that the patient did not don a mask. The patient recovered. The patient date of birth is (B)(6) 1957.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's nurse reported that the patient experienced peritonitis on (B)(6)2017. The patient was not hospitalized. The patient presented positive for staphylococcus epidermis, a white blood cell count of 623 mm3 the patient was treated with vancomycin. The reculture results showed no growth. The source of peritonitis was determined to be that the patient did not don a mask. The patient recovered. The patient date of birth is (B)(6).